Manufacturer narrative:
The driver's patient data file was reviewed and revealed one emergency battery error alarm. Investigation testing determined that one of the emergency battery's individual cells had become under charged resulting in a cell under voltage safety flag (cuv) and an unrecoverable permanent fault was recorded. The most likely cause of the depleted emergency battery was intermittent shore power from either the hospital cart or caddy. No other equipment was returned; therefore, no further investigation could be performed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver emergency battery did not charge despite the driver being plugged in to wall power for one week.